Manufacturer narrative:
Additional information was requested, however, no further information is available at this time. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker experienced fatigue. The patient was admitted to the hospital with a heart rate of 114 beats per minute (bpm). The patient was diagnosed with heart failure. It was reported that the device was checked and programming changes in addition to medication changes were made to resolve the symptoms. Available information suggests this device remains implanted and in service. No additional adverse patient effects were reported.